Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump was exposed to moisture when the customer jumped in the water with the insulin pump on. The customer's parent stated that they took the insulin pump apart, got the water out, let it dry, changed the battery, and received a button error and was beeping and vibrating. Troubleshooting for pump exposed to fluid was performed. The customer's blood glucose level was 240 mg/dl at the time of the incident. The customer's parent reported that the type of fluid/moisture exposure to the insulin pump was river water. The customer's parent also reported that the insulin pump was vibrating without an alarm or alert and that there was a constant tone occurring. The customer's parent was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unable to confirm no button response due to frozen display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.